Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called for assistance with rewinding the insulin pump. Blood glucose reading was 551 mg/dl. Advised the customer to treat for the high blood glucose. The customer was treating with manual injection when the call was disconnected. Nothing further reported.